Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Photo samples were provided and will be evaluated.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer where the customer reported that the IV connector blew out the other side while clamped and leaked (non chemo), during patient use/fluid flush. Patient status was healthy before, during, after reported issue. There was a delay in therapy but harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photos provided. The seal was observed to be popped out of the microclave. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review could not be performed as no lot number was received.